Event description:
According to the reporter, during a laparoscopic hernia procedure, in lateral dissection with ballooning, the balloon did not inflate. To resolve the issue, a new device was used. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the trocar balloon, obturators, dissector balloon, lock collar, 5mm optical trocar and valve seal appeared intact. The inflation syringe and the insufflation bulb was received. The valve seal for the trocar balloon was intact. Functional testing found the trocar balloon was inflated, no leaks were detected. The dissector balloon was inflated, however it was deformed to one side. The ports passed an air leak test. The obturator was inserted into the cannula and removed without restriction. It was reported that the balloon would not inflate. The reported issue was confirmed. The most likely cause was traced to component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.